Manufacturer narrative:
(B)(4). The reported condition of error code 812:02 which interrupted delivery, was confirmed during review of the event history log. The root cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced error code 812:02 which interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be defective pumphead module (phm). To correct the condition, the phm was replaced. If any additional information is received, a follow up MDR will be sent.